Event description:
Same case as MFR#: 2134265-2010-02939. It was reported that during a coronary drug-eluting stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The de novo, 6mm long by 2.0-2.5mm wide target lesion was located in the mildly tortuous and mildly calcified obtuse marginal (om). After pre-dilating the lesion with a maverick balloon, a 2.25x12 taxus liberte atom stent delivery system (sds) was advanced to the mid om and the stent was successfully deployed. Next, a 2.25x8mm taxus liberte atom sds was advanced proximal to the first stent; however when the physician inflated the balloon it was noted that the stent had dislodged and was in the guide catheter. A balloon was advanced into the guide catheter to successfully remove the dislodged stent. A new 2.25x8mm taxus liberte atom stent was advanced to the target lesion. When the physician was going to inflate the delivery balloon it was noted that this stent had dislodged in the om prior to deployment. An attempt to retrieve the stent was unsuccessful so it was deployed at an intended location in the om where it dislodged. There were no additional patient complications and the procedure was aborted.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR#: 2134265-2010-02939. It was reported that during a coronary drug-eluting stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The de novo, 6mm long by 2.0-2.5mm wide target lesion was located in the mildly tortuous and mildly calcified obtuse marginal (om). After pre-dilating the lesion with a maverick balloon, a 2.25x12 taxus liberte atom stent delivery system (sds) was advanced to the mid om and the stent was successfully deployed. Next, a 2.25x8mm taxus liberte atom sds was advanced proximal to the first stent; however when the physician inflated the balloon, it was noted that the stent had dislodged and was in the guide catheter. A balloon was advanced into the guide catheter to successfully remove the dislodged stent. A new 2.25x8mm taxus liberte atom stent was advanced to the target lesion. When the physician was going to inflate the delivery balloon, it was noted that this stent had dislodged in the om prior to deployment. An attempt to retrieve the stent was unsuccessful, so it was deployed at an intended location in the om where it dislodged. There were no additional patient complications and the procedure was aborted.

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed that the stent delivery system was returned without the stent. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was correctly positioned and secured during manufacturing. The balloon was in a tightly folded condition with no positive pressure applied. Further examination of the returned catheter found no damage. There was blood and contrast visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).